Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: 6. Once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a fullpad kit. (B)(4).

Event description:
It was reported that there was a flow rate of 0.6lpm during the cooling portion of therapy. The patient was a (B)(6) neonate fitted with a neonatal pad. At the time of the call the patient's temperature was 32.8c with a target temperature of 33.5c. The water temperature was 33.1c with a flow rate of 0.6lpm. The patient was uncovered (no blankets on hands or feet, no covering on the head) the patient had an esophageal probe in use. The nurse stated that the device alarmed but was unable to confirm what the alarm was for. The nurse disconnected and reconnected the pads holding only the blue foam tubing and the flow rate increased to 1.1lpm. A review of the event log displayed an alert 113 (reduced water temperature control) and an alert 11 (patient below low temp alert). The nurse then put the device into manual control and set it to 40c. T1/t2 were at 33.1c and t4 was 3.9c. The water temperature quickly increased to 39c. The nurse returned the device to automatic mode. At the end of the call the patient's temperature was 32.7c with a target of 33.5c and a flow rate of 1.1lpm. A follow up call was made approximately an hour later. The patient had risen to 32.9c with a water temperature of 37.9c and a flow rate of 1.1lpm. The medical support and service team also recommended to add a blanket for additional warmth. Another call was made 30 minutes later. The patient had risen to 33.2c with a water temperature of 37.2c and a flow rate of 1.0lpm. Per follow up, the patient was able to complete therapy without any further issues.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that there was a flow rate of 0.6lpm during the cooling portion of therapy. The patient was a (B)(6) neonate fitted with a neonatal pad. At the time of the call the patient's temperature was 32.8c with a target temperature of 33.5c. The water temperature was 33.1c with a flow rate of 0.6lpm. The patient was uncovered (no blankets on hands or feet, no covering on the head) the patient had an esophageal probe in use. The nurse stated that the device alarmed but was unable to confirm what the alarm was for. The nurse disconnected and reconnected the pads holding only the blue foam tubing and the flow rate increased to 1.1lpm. A review of the event log displayed an alert 113 (reduced water temperature control) and an alert 11 (patient below low temp alert). The nurse then put the device into manual control and set it to 40c. T1/t2 were at 33.1c and t4 was 3.9c. The water temperature quickly increased to 39c. The nurse returned the device to automatic mode. At the end of the call the patient's temperature was 32.7c with a target of 33.5c and a flow rate of 1.1lpm. A follow up call was made approximately an hour later. The patient had risen to 32.9c with a water temperature of 37.9c and a flow rate of 1.1lpm. The medical support and service team also recommended to add a blanket for additional warmth. Another call was made 30 minutes later. The patient had risen to 33.2c with a water temperature of 37.2c and a flow rate of 1.0lpm. Per follow up, the patient was able to complete therapy without any further issues.